Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed. On (B)(6) 2014, a device product code download was performed and thereafter, device interrogation was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.